Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in vessel wall. Device issue: dislodged stent. It was reported that the target lesion was mildly tortuous and heavily calcified with a 99% stenosis. Another company's stent was implanted in the left main (lm) to treat a dissection. Then pre-dilatation was done distally with a balloon catheter. A second dissection occurred by the distal edge of the stent when another company's stent was implanted. A mini vision was attempted to deliver for bailout, but it became caught in tortuosity and calcification and was unable to cross the lesion. Since the first stent implanted in the lm was incomplete apposition, it caught in the stent strut of the mini vision and dislodged. The stent was unable to be retrieved, thus the mini vision was compressed with another company's stent. Post dilatation was done with a balloon and another company's stent was implanted distally. The procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. It is likely that interaction with the lesion/anatomy likely loosened the stent implant, such that during removal, the stent interacted with the previously implanted stent. As further force was applied, the stent dislodged. The reported device embedded in vessel or plaque is related to the stent dislodgement as another company's stent was used to crush the dislodged stent in the vessel. The reported failure to advance, stent dislodgement and device embedded in vessel/plaque appear to be related to the operational context of the procedure.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in vessel wall. Device issue: dislodged stent. It was reported that the target lesion was mildly tortuous and heavily calcified with a 99% stenosis. Another company's stent was implanted in the left main (lm) to treat a dissection. Then pre-dilatation was done distally with a balloon catheter. A second dissection occurred by the distal edge of the stent when another company's stent was implanted. A mini vision was attempted to deliver for bailout, but it became caught in tortuosity and calcification and was unable to cross the lesion. Since the first stent implanted in the lm was incomplete apposition, it caught in the stent strut of the mini vision and dislodged. The stent was unable to be retrieved, thus the mini vision was compressed with another company's stent. Post dilatation was done with a balloon and another company's stent was implanted distally. The procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. It is likely that interaction with the lesion/anatomy likely loosened the stent implant, such that during removal, the stent interacted with the previously implanted stent. As further force was applied, the stent dislodged. The reported device embedded in vessel or plaque is related to the stent dislodgement as another company's stent was used to crush the dislodged stent in the vessel. The reported failure to advance, stent dislodgement and device embedded in vessel/plaque appear to be related to the operational context of the procedure.